Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. It was noted the alarm occured three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2016 with the following findings: a review of the black box and alarm history showed evidence of call service (cs 088) alarms. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. The pump cover was removed and no evidence of internal moisture or damage was observed. The complaint was confirmed in the pump history, but not duplicated during testing. Unrelated to the original complaint, the display was discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.